Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with cracked battery tube threads and cracked case behind the insulin pump near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. Customer's other blood glucose was 167 mg/dl. The customer was treated with carbohydrate intake. Customer also reported crack from the top of the battery compartment down at the back of it. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was not returned for analysis.